Manufacturer narrative:
Customer's returned meter was investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. A similar reading to one of the readings reported by the customer was found in meter memory. This is a final report.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an egd procedure on an unknown date. According to the complainant, the loop of the snare could not open. The complainant confirmed that there was no other visible damage to the device. The physician was able to use another rotatable oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results- the catheter sheath detached from handle.

Event description:
Customer reported receiving a reading of 88 mg/dl from his freestyle freedom lite meter which was higher when compared to a competitor meter (51 mg/dl). Customer also reported receiving a reading of 337 mg/dl from his meter which was higher when compared to an unknown lab reading. Customer further reported self-administered his insulin medication according to an unspecified high reading and overdosed himself. Customer reported experiencing symptoms of seizure and loss of consciousness afterward. Paramedics were called and they treated customer with IV glucose and other unspecified medications intravenously. Customer was then taken to a health care facility where he was diagnosed with severe hypoglycemia and treated with unspecified medications intravenously. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.